Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a percutaneous transluminal coronary angioplasty for treatment, shaft break occurred. The indication for the procedure was a stenosis at an unknown location. An emerge balloon 15 mm x 2.00 mm was push through a 6f introducer on a 0.14 guidewire. The shaft broke at approximately 60 cm behind the distal end. The break occurred outside the patient. The device was removed and another was used to complete the procedure. The patient remained stable and no complication has been reported.

Manufacturer narrative:
Device evaluated by MFR: the emerge catheter was received. There was a complete separation of the hypotube at 55cm from the edge of the strain relief. The hypotube fracture surfaces were ovaled, which suggests the device was kinked prior to separation. There was no evidence that the separation was attributable to any product quality deficiencies. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous transluminal coronary angioplasty for treatment, shaft break occurred. The indication for the procedure was a stenosis at an unknown location. An emerge balloon 15mm x 2.00mm was push through a 6f introducer on a 0.14 guidewire. The shaft broke at approximately 60cm behind the distal end. The break occurred outside the patient. The device was removed and another was used to complete the procedure. The patient remained stable and no complication has been reported.